Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the thrombotic proximal right coronary artery. After deploying a 3.00 x 28 synergy, a dissection was noticed at the distal edge of the stent. A 3.50 x 16 synergy was deployed to cover the dissection. The procedure was completed successfully.